Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and identified a relevant error code in the ventilator¿s memory logs but was unable duplicate the reported issue. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator failed and generated a background device alert. Although requested, information pertaining to patient intervention and outcome (if applicable) has not been provided.